Manufacturer narrative:
MDR 3003442380-2024-04474- device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient reported they forgot to remove blue needle guard before inserting the infusion set. Also. Reported issue with two infusion sets and event occured on (B)(6) 2024. They were able to remove the infusion set and install a new one correctly with no issue. Customer replaced infusion set and resumed insulin deliveries successfully, no further information available.